Manufacturer narrative:
Additional information was received that no further information could be obtained. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had evisceration of the ipg. The ipg was coming out and was visible. There was a small hole and it had been leaking some clear and yellow fluid. The patient was prescribed antibiotics and will undergo a revision procedure including replacement of leads.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had evisceration of the ipg. The ipg was coming out and was visible. There was a small hole and it had been leaking some clear and yellow fluid. The patient was prescribed antibiotics and will undergo a revision procedure including replacement of leads.